Manufacturer narrative:
The customer reported that the system shut down on its own prior to a procedure. The surgery was completed with an alternate system. There was no patient harm related to this reported event. The company service representative examined the system and does not indicate that the reported event was confirmed. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on april 12, 2004. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A clinical director reported the unit shut down on its own before a cataract procedure. There was no patient involvement.